Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as battery contact broken/loose. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that his onetouch ultra meter's display was missing segments and was unable to see his blood glucose level. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reported issue first occurred at 7am on (B)(6) 2010. The patient stated that he self adjusts his insulin dosages and that he took an unspecified dose of insulin after the display issue occurred. He claimed that 3 hours after taking the insulin he became dizzy, sweaty, and shaky. It would have been helpful to know how often the patient tests his glucose levels, if he had another device to test his blood glucose levels at the time of the reported incident, and if the patient received any medical intervention for his reported symptoms. According to the troubleshooting performed with customer service, the reported display issue was not resolved. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the display issue occurred.

Event description:
It was reported that the handpiece is overheating. There are no reports of any patient involvement, and no adverse consequences have been reported as a result of this event.